Manufacturer narrative:
The device has not been returned for evaluation. X-rays provided confirmed the alleged event. Root cause is unable to be determined at this time. The reported event is addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the nail broke 1 year after implantation. No patient injury was reported.